Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient's pump had been dry since 2015. The patient was hospitalized for other non-related pump issues and let it go dry during that time sometime in (B)(6). It had been dry ever since. No symptoms were reported. It was unknown if the patient heard any alarms, however they were noted upon interrogation. They were unaware of any troubleshooting performed. The pump was then explanted and replaced on (B)(6) 2016. It was also noted that there was not a pump malfunction that led the pump to go dry.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.